Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: some liquid comes out of the needle is that normal.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: some liquid comes out of the needle is that normal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.